Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her call to customer service in 2009. The pt reported that her one touch ultramini was damaged eight days prior, when an intruder broker into her house and stepped on the meter. The pt discarded the meter. When customer service asked, the pt, whose daily regimen is oral diabetes medication, reported being shaky on six days prior to original date. The pt self treated with an apple and orange, feeling better after eating. The cca replaced the meter. The pt reported feeling shaky, which can be associated with hypoglycemia that occurred after the meter had been damaged; therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.